Event description:
It was reported that the air detector was loose and the pump displayed error 46822. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown h3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The air detector was found to be loose and the pump displayed lec 46822 after switching on. The cause of the air detector issue was found to be user related and the cause of the error code was the main board. The air detector was secured with super glue and the main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.